Event description:
The customer reported that the device failed to charge the battery in the "b" battery well. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device failed to charge the battery in the "b" battery well. There was no report of pt involvement. The device was evaluated at the philips repair bench and the failure was verified. The device failed to recognize the battery in the "b" battery well. Both the battery and power pcas were replaced to resolve this failure. Due to multiple parts being replaced we can not determine the cause of the reported issue. The device passed all testing and was shipped back to the customer site.